Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image on the endoscope was dark. No other information was provided by the hospital. The hospital did not report any patient complication.